Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and recommended lead replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating lead damage was suspected as the cause of the noise resulting in oversensing on the right ventricular (rv) lead.